Event description:
It was reported to boston scientific corporation that a radial jaw 4 sc biopsy forceps was tested on (B)(6) 2013. According to the complainant, during testing, the handle of the radial jaw 4 sc biopsy forceps was actuated and the pullwire broke. There was no patient or procedure involved when this device was tested. This event has been deemed a reportable event based on the investigation results; jacket peeled.

Manufacturer narrative:
(B)(4). A visual examination found that the returned device presented with the clevis arms bent and the jacket peeled/scratched. The pull wire was not broken. It is likely that the jacket damage occurred during unpacking, preparation or when the device was manipulated. The damage to the clevis arms most likely occurred due to excessive force applied when the device was actuated; therefore, the most probable root cause classification is handling damage. A review of the device history record (DHR) revealed no issues.